Event description:
It was reported that an error was incurred when the programmer was powered on. The service disk was to be run to clear the error. No patient was impacted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.